Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during implant procedure, this lead exhibited high pacing impedance greater than 2500 ohms, which is high out of range. As a result, the lead was removed prior to pocket closure and successfully. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that during implant procedure, this lead exhibited high pacing impedance. As a result, the lead was removed prior to pocket closure and successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during implant procedure, this lead exhibited high pacing impedance greater than 2500 ohms, which is high out of range. As a result, the lead was removed prior to pocket closure and successfully. No adverse patient effects were reported. The lead was returned for analysis.